Manufacturer narrative:
The patient's age and weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the external portion of the percutaneous lead (driveline) beginning at the exit site lost its flexibility and was becoming stiff. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the change in flexibility of the pump cable could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.